Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture along with low sensing amplitudes, and a perforation to the heart wall was noted. Subsequently, the rv lead was explanted and replaced. No additional adverse patient effects were reported.